Event description:
The customer's ((B) (6)) attorney sent a notice to kaz that was received on 08/19/2009, stating that the model hp 218 heating pad caused severe burns to the consumer's lower left leg. The notice also stated that the consumer used the pad several times before without incident.